Event description:
A vaxcel plus dialysis catheter was inserted for therapeutic dialysis purposes in 2005. The catheter was primed using the volume noted on the package. The pt bled several hours after insertion and required transfusions. The physician sent the pt's blood for an aptt test with a result of greater than 100 seconds, indicating the pt had been systemically heparinized by the catheter loading volume of heparin. The pt required administration of protamine sulfate to control the bleeding.